Manufacturer narrative:
The user-reported flow rate issue was not confirmed. The device was found to have a flow rate accuracy of -0.66%, which was within +/-5% specification. Additionally the device was found to have a battery capacity issue and an occlusion alarm sensor that was outside of the specification; neither of these issues was related to the user-reported flow rate issue. The pump was repaired and tested to meet all specifications on (B)(6) 2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00283).

Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
The user reported an over-infusion issue with the device. The reporter was unsure of the flow rates and the deviations but noted that the device was infusing too fast. No patient injury or harm occurred for this case.